Manufacturer narrative:
According to the info provided to the MFR, an autopsy was not performed and the device was not explanted. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. In addition, a correlation between the pump, the reported event and pt outcome could not be determined as the pump was not explanted and an autopsy was not performed. A review of the device history records showed no deviations from mfg or qa specification that would affect device function or performance. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt suffered a brain hemorrhage and expired. Per the vad coordinator, it is believed that the pt had an old bleed that reactivated at some point after implant. The hosp does not believe that the brain hemorrhage was pump related. No alarms were reported for this event.